Event description:
It was stated that the customer was hospitalized after having a seizure that was caused by low blood glucose. The reported blood glucose reading was 38 mg/dl during the phone call. It was also stated that the insulin pump was smashed to pieces by the paramedics when it was stepped on. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.